Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block h11: the reported issue of poor image quality was confirmed based on the photo provided, which showed abnormal color distortion. However, the device was not returned for investigation and could not be physically analyzed. No technical analysis was performed because the device was not returned for evaluation. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. With all available information, the most probable cause for the event could not be established due to lack of evidence.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2026, for the treatment of primary sclerosing cholangitis. During the procedure, the image cut out and became distorted, troubleshooting included unplugging and reconnecting the scope, but the controller then powered down, and the image did not return. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.